Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. The pump was reset to resolve the issue. Subsequently, the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. The customer's blood glucose was 48mg/dl, however, the customer declined to provide any additional information.